Event description:
It was reported that, "the sizer was being loosened by scrub tech to calculate correct side (left/right) and degree of rotation. As a result of the loosening, the sizer would not re-tighten and made it difficult to be able to use. After cleaning and playing with it after case, it seemed the locking mechanism became stripped."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.